Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer via a manufacturer representative (rep) regarding a patient who had an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor it was reported by manufacturer representative (rep) that patient was currently in the philippines and they had lost their programmer on the flight there. Patient's stimulation was too high and they can't change the settings. No further complications were reported or anticipated.